Event description:
The patient was implanted with a left ventricular assist device. The hospital reported that during the implant, it was reported that the hospital was having severe difficulty with the coring tool, and could not get it to pierce or cut. The perfusionist reported that it was "dull." The perfusionist had to open a second implant kit to get the tool kit to finish the surgery. It was reported that there were no adverse events to the patient.

Manufacturer narrative:
Device evaluation - the report of the coring knife not being sharp was confirmed. Functional sharpness testing was performed. The force necessary to cut was higher than acceptable and determined to be a failure. The supplier was contacted. The supplier investigated and concluded that their cleaning process may have drifted and may be the cause of the dull knife edge. To assure all knives are sharp before shipment to the manufacturer, a functional sharpness test is now performed after cleaning by the supplier. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.